Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient developed a system infection. The patient's device and transvenous right ventricular (rv) lead were explanted as a result of this observation. The physician claimed that the rv lead exhibited buckling between the proximal and distal shock electrodes when lead removal was attempted. This buckling apparently made it difficult to advance a laser sheath over the lead. No adverse patient effects were reported as a result of this observation, and the lead explant was ultimately successful.

Manufacturer narrative:
Subsequently, this lead was returned to our post market quality assurance laboratory for analysis. The lead was severed during the explant procedure, and both segments were returned. A visual inspection of the lead segments found no evidence of buckling, and the clinical observations were unable to be confirmed. Analysis verified that both lead segments were electrically continuous. This event will be updated if any additional information becomes available.